Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
During a hip arthroscopy utilizing a birptr 2.3 pk suture anchor w/ ultrab, it was reported the suture broke when surgeon was tying the knot. Anchor remains in the patient. A new hole was drilled and another anchor was then used with success. There was a 2 minute delay in the case and no reported patient injuries or complications. It was confirmed that no suture was left in the patient.